Event description:
The patient's mother contacted animas on (B)(6) 2012 and reported that 2 weeks prior the patient woke up with a high blood glucose (reading not recalled) and had tested positive for ketones. The patient's mother reported that at the time of the high bg she discovered that the subject pump had powered off during the middle of the night for no reason. The reporter stated when she reviewed the subject pump's history there were no alarms that would explain why the pump powered off. The reporter confirmed she did not contact animas product support at the time the alleged power issue was discovered and stated the patient continued to wear the pump after the incident. At the time of the call to customer support, the reporter was expecting a call and was unable to stay on the phone to review/troubleshoot the subject pump. Customer support made several attempts to reach reporter for follow-up; however, were unsuccessful in their attempts. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the subject pump powered off unexpectedly. Please refer to related MDR submissions against same device: 2531779-2012-01953 & 2531779-2012-01954.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the black box revealed power on resets. There were no alarms or pump conditions indicating a malfunction found in the black box or pump alarm history. A review of the black box history revealed a manual date and time change made by the user from (B)(4) 2007 at 6:04am to (B)(4) 2012 6:06am. There was no damage found to the battery cap or battery compartment. The pump was exercised for 24 hours with returned battery cap with no power loss. A battery cap contact test was performed with no connection issues. The pump cover was removed and no moisture or damage was found to the battery flex or power circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported issue was observed in the pump history but not confirmed during investigation.